Event description:
This case was reported by a consumer and described the occurrence of application site ulcer in a (B)(6) female pt, who received breathe right nasal strips (breathe right nasal strips advanced) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included latex allergy. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced application site ulcer, application site redness, application site excoriation, and possible allergic reaction. (There is no latex in the strip, but there is latex in paper seal of the wrapper). This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Ae reported via email (B)(4) 2012 - consumer reported that she normally loves breathe right strips, although she is allergic to latex, they have never bothered her, until she purchased the advanced breathe right strips. Consumer reported that she woke up the next morning with a huge red sore on her nose, that later looked like a cut. Consumer reported that besides this one occasion, she usually wears one every night.

Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4) in the united states, and neither the product, nor lot number for this product is available. (B)(4).